Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pauses were noted and the patient experienced syncope. It was also reported that the right atrial (ra) lead exhibited noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.